Event description:
The site reported high positivity rate of 30-40% for a few days during a drive-up testing event and suspects some (B)(6) results. No confirmatory testing completed and it is unknown how many events occurred. No additional information was provided by customer.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue and found elevated temperatures during the testing time frame outside of the recommended operating temperature. Environmental conditions such as elevated temperatures could lead to erroneous results. Root cause: unable to determine. Source: phone.